Event description:
In 2009, the pt underwent a planned aui and femoro-femoral bypass, as well as repair of an abdominal aortic aneurysm. Final angiogram revealed a very minimal proximal type I endoleak. The physician tried to implant an aortic extender component, however, the sheath would not advance past the previously placed boston scientific wall stent in the access vessel, and the device was pushed forward without the sheath. The device would not advance and therefore it was attempted to pull the device back into the sheath, however, the aortic extender component ended up detaching from the delivery catheter. The physician successfully removed the aortic extender component while performing the femoro-femoral bypass. The device was discarded. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paper work has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, do not attempt to advance the device outside the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not attempt to withdraw any undeployed endoprosthesis through the 12 fr, 18 fr or 20 fr introducer sheath. The sheath and catheter must be removed together. .